Event description:
This report summarizes 4 malfunction events where a midwest phoenix handpiece would not hold burs. No injury resulted.

Manufacturer narrative:
4 of 4 devices were returned for evaluation. Evaluation of 4 devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.